Manufacturer narrative:
No unexpected ramping or scrolling numbers noted. Insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. No unexpected battery out of limit alarms noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Insulin pump passed displacement test, operating currents measure in specifications and off no power test.

Event description:
Customer's mother reports that customer received a battery out limit alarm and is not able to clear alarm. It is also reported that keypad is not responding; numbers are malfunctioning during bolus delivery. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).